Manufacturer narrative:
One incomplete device was received for investigation. A portion of the tube and the bolus tip were missing, confirming the reported breakage. No occlusions were observed. However, the tube was observed to have formed a balloon shape where the breakage occurred. The device history record (DHR) could not be reviewed as no lot information was provided within the complaint. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. As part of the investigation all processes and controls were reviewed and found to be correctly followed. There were no abnormal conditions found that could trigger the reported condition. Based on all available information, a definitive root cause could not be determined at this time. We will continue to monitor related reports to determine if additional actions are necessary.

Event description:
The customer reported the 8fr ng tube tip broke off while in place. The mom noted resistance 1.5 weeks ago following administration of medication but was eventually able to flush the tube with water again. No further issues were noted by the family but upon CT scan review by radiologist on (B)(6), the tip of ng tube was seen in the small intestine. The patient has not yet passed the tip of ng tube but the remainder of the tube was removed in the clinic. Per additional information provided on 24nov2025, the CT scan was performed on (B)(6), not (B)(6) which was initially reported in error. This was a routine scan for monitoring purposes with regards to the patient's medical history. As of last thursday, the tip of the ng tube had not passed yet. Per further information provided on 02dec2025, as of (B)(6), the tip of the ng tube had still not passed. Per additional information provided on 11dec2025, the tip has not passed yet. The current plan as per surgery is to wait and let it pass on its own.

Event description:
The customer reported the 8fr ng tube tip broke off while in place. The mom noted resistance 1.5 weeks ago following administration of medication but was eventually able to flush the tube with water again. No further issues were noted by the family but upon CT scan review by radiologist on (B)(6), the tip of ng tube was seen in the small intestine. The patient has not yet passed the tip of ng tube but the remainder of the tube was removed in the clinic. Per additional information provided on 24nov2025, the CT scan was performed on (B)(6), not (B)(6) which was initially reported in error. This was a routine scan for monitoring purposes with regards to the patient's medical history. As of last thursday, the tip of the ng tube had not passed yet. Per further information provided on 02dec2025, as of (B)(6), the tip of the ng tube had still not passed.

Event description:
The customer reported the 8fr ng tube tip broke off while in place. The mom noted resistance 1.5 weeks ago following administration of medication but was eventually able to flush the tube with water again. No further issues were noted by the family but upon CT scan review by radiologist on (B)(6), the tip of ng tube was seen in the small intestine. The patient has not yet passed the tip of ng tube but the remainder of the tube was removed in the clinic. Per additional information provided on 24nov2025, the CT scan was performed on (B)(6), not (B)(6) which was initially reported in error. This was a routine scan for monitoring purposes with regards to the patient's medical history. As of last thursday, the tip of the ng tube had not passed yet.

Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.